Event description:
It was reported that the patient presented in the clinic for a lead revision procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance which resulted in the polarity switched from bipolar to unipolar and high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.